Event description:
She also reported her infusions, which had usually lasted 3 days, now last 2 1/2 days sometimes. She was vague regarding records of specific numbers, but was able to verify her infusion rate has not changed for many years. She stated the only changes have been the treprostinil, along after tubing primed on (B)(6) 2021. Pump replacements and new tubing sent. No further details provided. (B)(4).